Event description:
Customer reported difficulty advancing doppler wire through PICC prior to insertion. After insertion when the clinician went to flush and draw blood back on lumens, the lumen the guidewire was in (proximal lumen) would not draw blood when the wire was removed, only when the wire was in the PICC. PICC was replaced by interventional radiology. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). One mc-45552-003c coated catheter 2-l: 5.5 fr x 21-21/32" 55cm was returned and no vps biosensor stylet was returned. A visual examination did not reveal any obvious defects or anomalies on the catheter but did reveal the catheter was trimmed to 37 cm. It was reported "when clinician went to flush and draw blood back on lumens, the lumen the guidewire was in would not draw blood when the wire was removed, only when the wire was in the PICC". During functional testing, the distal tip of the catheter was place into a beaker of tap water. Using a 10 ml syringe, water was successfully drawn into each lumen with and without the attachment of a tuohy borst adapter and without a biosensor stylet (wire) inserted into either lumen. The reported issue was not reproduced. No problem was found with the functionality of the catheter. A device history record review was performed and did not reveal any manufacturing related issues. The complaint could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported difficulty advancing doppler wire through PICC prior to insertion. After insertion when the clinician went to flush and draw blood back on lumens, the lumen the guidewire was in (proximal lumen) would not draw blood when the wire was removed, only when the wire was in the PICC. PICC was replaced by interventional radiology. No patient injury or complication reported. The patient's condition is reported as fine.